Event description:
It was reported while loading a pt, the stretcher allegedly lowered when the release lever was pulled and came out of back of the ambulance. There were no injuries reported with this incident.